Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was experienced during the fill process. Customer then applied more force to fill cartridge and insulin leaked from the septum. Customer's blood glucose level was 145 mg/dl. A cartridge change was performed resolving the issue.